Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and increasing impedance. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
Correction: previously reported high impedance device code corrected to low impedance.

Manufacturer narrative:
Final analysis found partial lead returned in one piece. Insulation abrasion breach found at 3.4 ¿ 3.5 cm, 3.7 ¿ 3.8 cm, 4.0 ¿ 4.1 cm and at 5.2 ¿ 7.9 cm from the distal tip.

Event description:
New information on (B)(4) 2018, the lead was explanted and replaced during a device upgrade procedure. The patient was stable.